Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 mm x 16 mm synergy ii everolimus-eluting platinum chromium coronary stent was advanced but the stent came off the delivery system. The stent was not retrieved. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.